Manufacturer narrative:
Updated patient code, report source and initial reporter information.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to infection caused by exposure. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to infection caused by exposure. No additional adverse patient effects were reported.